Event description:
The customer reported being hospitalized for high blood glucose. The customer blood glucose reading at time of the call was 225mg/dl. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime and high pressure test and the device passed the tests. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.